Event description:
It was reported that customer experienced cartridge alarm 20 while using pump. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue before contacting support, successfully loaded new cartridge, resumed insulin therapy, and no further action or product replacement was noted.